Event description:
It was reported that pump experienced charging difficulties due to issues with charging cord or port after pump was no longer under warranty. There was no reported impact to the customer¿s blood glucose level. Customer was transferred to technical support for troubleshooting, and no additional information was received regarding the outcome of the event.